Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient had the system explanted due to this issue.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced cellulitis at the ipg site. The physician has placed the patient on antibiotics and is monitoring the patient. The patient may undergo surgical intervention to address the issue.